Manufacturer narrative:
(B)(4).

Event description:
It was determined that loss of connection was related to the mobile application. Data was provided for investigation. Per (B)(4), cases where the sensor session line is missing in share support tool and share support service, complaints will be closed since a data investigation cannot be completed as data ambiguity cannot be resolved further. Confirmation of the allegation cannot be determined. The probable cause could not be determined. No injury or medical intervention was reported.